Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The hearing performance with the left-sided device is affected. Trauma was reported. There was no swelling or redness around the implant area. The user was re-implanted.

Event description:
The hearing performance with the left-sided device is affected. Trauma was reported. There was no swelling or redness around the implant area. The user was reimplanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The hearing performance with the left-sided device is affected. Trauma was reported. There was no swelling or redness around the implant area. Revision surgery is being considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.